Event description:
Cypher stent placed in prox lad coronary artery in 2004. Returned to e.r. In 2004 with acute anterior mi, "probably prompted by subacute thrombosis of their lad stent". Pt coded after 2 add'l cypher stents implanted. Thrombosis transported for emergnt cad coded & expired in 2004.